Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Reports have been submitted via 2210968-2020-07172 and 2210968-2020-07173. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any quality deficiency/non-conformance noted with the mesh before use, during use, during post-op examination or during re-operation if performed? No. Is there any surgical intervention planned. Please explain. (E.g. Revision surgery) yes, dr. Did an incision and drainage and placed a drain in the subcutaneous layer (no date mentioned). Were prescription steroids administered? No steroids. Were antibiotics prescribed? Yes, for 1/52 post op. What is the patient¿s current health status and condition? (E.g. Still hospitalized/discharged) patient is currently well, drain was filled with only serous fluid. Doesn't look like the mesh needs to be removed. Please provide procedure date. (B)(6) 2020. Please provide lot number of strap25 pj5829.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2020 and the mesh implanted. It was reported that 3 weeks after implantation the patient was found to have infection at the implant area.